Manufacturer narrative:
Device repair performed for implementation of field change order (B)(4).

Event description:
The customer reported that the surveillance would reboot. Per communications with the field service engineer, this report is related to the 2018 (B)(4) reboot issue. There was no patient incident.